Event description:
An ipp device was implanted on 5/27/94. The balloon and cuff were revised on 8/17/94. The entire device was removed from the pt on 11/27/96, due to recurring incontinence, and replaced.